Manufacturer narrative:
The explanted devices were not returned to bsn as they were discarded by the medical facility. A review of the manufacturing documentation of the lead found that no anomalies or deviations potentially related to the event occurred during manufacturing.

Event description:
A report was received that a patient was getting inadequate pain relief due to lead migration. Upon revision, the physician explanted the lead due to bad contacts. The patient is reportedly doing well following the procedure.